Event description:
The customer reported the system displayed kv errors which would cause the system to shut down on its own. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired a pin in one of the candlestick connectors. The system operates as intended.